Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. Additional information indicates the patient's bones were completely fused but there was sensitivity where the hardware was. No devices were returned for evaluation. The device history records were reviewed and no non-conformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. However, based on the available information what the patient experienced could possibly be discomfort due to the presence of the implant. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The patient was reported as currently feeling much better. The company will supplement this MDR as necessary and appropriate.